Event description:
It was reported that particles were found inside an all-in-one empty eva container before use. There was no patient involvement. No additional information is available..

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: a companion sample was received for evaluation. Visual inspection revealed that white particles were visible in the bag. The cause of the reported condition could not be determined. A CAPA was opened to address this issue. Should additional relevant information be received, a supplemental report will be submitted.